Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The balloon valvuloplasty catheter (bav) is not available to be returned to edwards for evaluation. Imagery was provided of the sheaths and burst bav balloon post-procedure and reviewed. The photo of the burst balloon post procedure showed what appeared to be a radial and longitudinal burst on the middle section of the balloon. The bav nose tip and guidewire lumen appeared to be stretched from the bav catheter. Based on an edward¿s technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per edward¿s documentation, a device history record (DHR) review is not required. Based on this information, it is likely that the root cause of the balloon burst is related to those detailed in an edwards technical summary. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. Patient had heavily calcified native leaflets and calcified lvot. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). After the balloon bursts, the difficulty required to withdraw the catheter into the sheath and remove it from the patient can increase. The altered balloon profile can become caught during removal, requiring additional force in order to withdraw it completely. In some cases, this additional force can cause further damage to the balloon and can even cause fragments of the balloon or the distal end of the catheter to separate. No visual abnormalities were observed on the returned photos and dimensional measurements could not be taken as the device was not returned. However, an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. In this case, available information suggests that patient (calcification) likely contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral procedure for pre-dilation, the balloon aortic valvuloplasty catheter (bav) balloon ruptured in half. Part of the balloon was in the sheath and the other part was still in the patient and could not be removed through the sheath. A decision was made to perform a surgical cut down. Once the balloon was removed a 16fr esheath was inserted with a commander delivery system and the valve was successfully deployed. After removal of the devices the vessel was surgically repaired. The device will not be returned for evaluation. The patient was stable. The patient's native leaflets were heavily (bulky) calcified and the lvot was calcified. Per report, it was noted that the physician was confident that the balloon was removed, and all balloon parts were retrieved.